Manufacturer narrative:
(B)(4). Correction: part/lot number. Device code (B)(4) - indication for use. Evaluation summary: the device was returned for analysis and visual analysis was performed. The dislodgement was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The reported patient effects of embolism and surgery are listed in the omnilink elite instructions for use (IFU) as potential complications associated with percutaneous iliac artery treatment, including the use of an iliac stent. The investigation was unable to determine a cause for the reported dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa). A 6.0x39mm omnilink elite stent dislodged during the procedure. A snare device was then used to capture the stent. However, following capture, the stent dislodged from the snare device and embolized into the profunda vessel. On (B)(6) 2018, surgical intervention was performed on the patient for stent retrieval. The stent was able to be removed successfully. The patient was fine and discharged home on (B)(6) 2018. The procedure required prolonged hospitalization. There was no adverse patient sequela reported. No additional information was provided.